Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open procedure, when on stapling phase, the stapling lines does not hold properly, the staple did not form properly. The surgeon used a surgical thread to over sewed the staple line and the surgical time was extended more than 30 minutes.